Manufacturer narrative:
Concomitant medical product: product ID: 3889, lot# unknown, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding an advanced evaluation trial patient with an external neurostimulator (ens) for non-obstructive urinary retention. It was reported the advanced evaluation patient had pain in the tailbone and that they had an appointment with the health care physician (hcp) on the next day. On (B)(6) 2018, the representative reported the patient had pain in the tailbone during the evaluation and that the pain was not believed to be related to the stimulation. On (B)(6) 2018, the patient reported they were still in a lot of pain. They noted they had been to their hcp and they believed that it was being caused from the lead¿s location on the patient¿s sacral nerve. The patient noted their doctor was planning on repositioning it on (B)(6) 2018. On (B)(6) 2018 the patient stated they were going to have their lead moved on monday because the current location was causing them pain. There were no further complications reported/anticipated.